Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm when she was changing out her set and reservoir. Customer stated that she still received a no delivery alarm after changing out the reservoir and set. Customer's blood glucose was 244 mg/dl at the time of the incident. Customer verified that the insulin exited the tubing. Customer was advised that the pump as working as designed. Customer was also advised to call when the alarm occurs in order to troubleshoot.